Event description:
Caller reported blood glucose results of 23.9 mmol/l on the accu-chek mobile and 5.6 mmol/l 1 minute later on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the mobile meter and strips, replacement sent.

Event description:
Caller reported aviva blood glucose results of 300 mg/dl and 120 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.